Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 375 (mg/dl) starting on (B)(6) 2016. Reportedly, customer has discontinued use of the pump and reverted to insulin injections for diabetes management; however, no specific date was provided for discontinuation of the pump, or how elevated bg levels were addressed while still using the pump. Although requested by tandem technical support, customer declined troubleshooting or follow up. Customer indicated that they will be off of the pump for a few weeks, and will call back for troubleshooting once the pump is reinstated. Recommendation was made to contact health care provider to discuss diabetes management.